Event description:
The patient reported that she had two urinary tract infections (uti) since implant. One was from (B)(6) and she just got done taking the medications around (B)(6) 2016 and she was in the hospital. The other time was maybe (B)(6). The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.